Event description:
It was reported that the pump exhibited a cassette not attached properly error. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal intact. Functional testing performed nda testing on pump. No customer reported problem was duplicated. The cassette was recognized and can be attached properly as intended. As a preventative measure, it was recommended replacing the downstream occlusion sensor. The root cause of the reported issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. The reported problem was related to a previous repair. Visual inspection and functional test were performed. Visual inspection found the device in good condition and the tamper seal was intact. There was no evidence of the reported problem in event log. Functional testing did not confirm the customers reported problem as problem was not duplicated. However, as a preventative measure, repair action taken was to have the downstream occlusion sensor replaced. The root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.